Event description:
The index procedure was performed on (B)(6) 2013 with placement of non-abbott stents in the mid and proximal right coronary artery (rca). The subject was discharged on (B)(6) 2013. The subject experienced angina on (B)(6) 2013 and again on (B)(6) 2013. On (B)(6) 2013 the subject was hospitalized and a cardiac catheterization was performed which revealed: left main coronary artery (lmca) 10% distal stenosis; left anterior descending (lad) 50-60% proximal stenosis, 30% distal stenosis; circumflex (cx) 40% distal stenosis, widely patent proximal stent; rca widely patent study stent; lvef 60%. On (B)(6) 2013, 50-60% stenosis located in the proximal lad was treated with placement of a 4.0 x 8 mm promus stent. Later in the evening on the same day, the subject developed anginal symptoms and repeat coronary angiography revealed hazy filling defect in the cx stented segment 50-60% instent restenosis of the 2.5 x 12 mm promus stent deployed (B)(6) 2013 with timi 2 flow. Subsequently the subject underwent balloon angioplasty of the proximal cx restoring timi 3 flow with resolution of the anginal symptoms. On (B)(6) 2013 the events were considered resolved and the subject was discharged on the same day. No additional information was provided.

Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. The reported patient effects of angina, ischemia and restenosis as listed in the promus everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with the use of a coronary stents in native coronary arteries. In this case, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.